Event description:
It was reported that the device was explanted due to rapid battery depletion after being implanted for two months. It was also reported that there was no magnet response and the device could not be interrogated. No patient complications have been reported as a result of this event. A 3500a was received from the facility and also reported premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis revealed a depleted battery due to a high current drain. The high current drain condition was caused by abnormal leakage current on a pacing regulator integrated circuit. The leakage was isolated to one of the output transistors. It was reported that the device was explanted due to rapid battery depletion after being implanted for two months. It was also reported that there was no magnet response and the device could not be interrogated. No patient complications have been reported as a result of this event. A 3500a was received from the facility and also reported premature battery depletion. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).

Event description:
It was reported that the device was explanted due to rapid battery depletion after being implanted for two months. It was also reported that there was no magnet response and the device could not be interrogated. No patient complications have been reported as a result of this event.